Event description:
The customer contact stated that during testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.